Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. In addition, the customer was using off-label insulin for insulin therapy. The customer's blood glucose level was 222 mg/dl. Reportedly, the pump supplies were changed to resolve the issue.